Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) for levels 1, 2, and 3 were in range on the day the event occurred. The customer is investigating sample handling practices at the facility. The cause of the discordant, falsely elevated bhcg result is unknown. Siemens is investigating the issue. MDR 2517506-2017-00638 was filed for the same event.

Event description:
A discordant, falsely elevated beta human chorionic gonadotropin (bhcg) result was obtained on a patient sample upon repeat testing on a dimension vista 1500 instrument. The initial result was flagged "above assay range". The sample was repeated on the same instrument, resulting falsely high. The discordant result was reported to the physician(s), who questioned it and requested a repeat. The original sample was repeated, resulting negative. A new draw obtained four days later ((B)(6) 2017) was tested on an alternate dimension vista instrument, resulting negative and matching the patient's clinical history. Then both the original sample and the redraw sample were repeated on the alternate dimension vista instrument, resulting negative. The new draw result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated bhcg result.

Manufacturer narrative:
The initial MDR was filed august 11, 2017. Additional information (09/20/2017): a siemens headquarter support center (hsc) specialist evaluated the data related to the event. The hsc specialist concluded that the issue may have occurred due to the sample handling or mislabeling. The customer agrees with the hsc specialist's conclusion and is investigating the sample handling at the laboratory. The cause of the discordant, falsely elevated beta human chorionic gonadotropin result is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.